Event description:
It was reported that during a video assisted thoracic surgery, the surgeon was firing across the apex of the lung and there was significant bleeding after the blue reload was fired. Then a white load was fired to control the bleeding. The surgeon noticed that the staples did not fully form the b shape. The amount of blood loss is unknown. It is unknown if the patient will receive a blood transfusion. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.